Event description:
Case description: investigational result: name: novopen 4, batch: lvg4p77 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested, if possible, to please forward the reported product(s) for further investigations. Since last submission case was updated with the following information (not yet submitted) investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: expected date of follow up removed and final report was ticked device addendum: annex b c d g codes updated CAPA comment updated in eol narrative updated accordingly. Final manufacturer comment: 31-oct-2025: the suspected device novopen 4 has not been returned to novonordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling error such as storing the device with needle attached between injections and lack of injection site rotation can affect the functionality of device. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Reporter comment: the cartilage holder didn't detach from the pen accidentally isn't handling error nor tc. H3 continued: evaluation summary name: novopen 4, batch: lvg4p77 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested if possible, to please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), hyperglycemia [hyperglycaemia], pen didn't inject the insulin [device failure], piston rode issue [device issue]. The patient was using the dialing clicks to estimate the dose of the product [wrong technique in device usage process], needles left attached to the pen in between injections q [product storage error], didn't change injection sites regurarely [lack of injection site rotation]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 179 cm. Patient's weight: 75 kg. Patient's bmi: 23.40750910. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "pen didn't inject the insulin(device failure)" with an unspecified onset date, "piston rode issue (device component issue)" with an unspecified onset date, "the patient was using the dialing clicks to estimate the dose of the product (wrong technique in device usage process)" with an unspecified onset date, "needles left attached to the pen in between injections q (device stored with needle attached)" with an unspecified onset date, "didn't change injection sites regurarely (lack of injection site rotation)" with an unspecified onset date and concerned a 346 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (dose: 15 u-20 u or 30 u from (B)(6) 2019 and ongoing for "type 1 diabetes mellitus", dosage regimens: novopen 4: novorapid penfill: (B)(6) 2019 to not reported (dosage regimen ongoing); current condition: type 1 diabetes mellitus (since 2019), treatment medications included - insulin nos. Since an unknown date in (B)(6) 2019 patient started using novo rapid penfils: doses according to meals approximately 15 u-20 u or 30 u (patient's dose was 30 u during this event). On an unknown date the customer thought that patient took his dose normally (the pen didn't inject his dose) but patient felt dizziness, and patient had to go to the toilet a lot previous friday. Patient's blood glucose (blood glucose) during this event was above 800 mg/dl (all devices didn't not read the measurement and show high on his own bgm, and at 2 pharmacies and at hospital) so, the hcp admitted him to the hospital (dates not reported) due to a problem with the pen and patient was receiving solution, but the hcp did not give him novo rapid and gave him another insulin (didn't know the exact insulin) more effective than novo rapid penfills. Patient's blood glucose (blood glucose) reached 800 mg/dl or more than 400 mg/dl and recent hba1c (glycosyl-ated haemoglobin) was 12.5% at the time of the event 2 months ago as reported patient's hba1c (glycosylated haemoglobin) was 9.5 (unit not reported). Patient entered to hospital last friday and discharged last saturday at night (his blood glucose was 270 mg/dl when patient was discharged from the hospital). Hcp made sure that there was no ketoacidosis in the blood through blood ph. (If there was ketoacidosis, he was supposed to be hospitalized for 3 days). It was reported that patient would replace np4 because the patient suffered from hyperglycemia as the pen didn't inject the insulin due to piston rode issue. Before the experienced event occurred, the cartridge holder didn't detach from the pen body accidentally and after assembly the patient checked the insulin flow but the pen wasn't releasing insulin. The patient in general reuse the needles (needle not specified) and left attached to the pen in between injections and didn't change injection sites regularly. So, he was advised to change the needle every one injection and change the injection sites regularly. The force needed to inject feel lower and easier. The patient was using the dialling clicks to estimate the dose of the product. The needle attached to the pen in a 180 degree angle (straight on). The insulin in use was stored at room temperature 20-25 degrees celsius. Batch numbers: novopen 4: lvg4p77, novorapid penfill: (B)(6). Action taken to novorapid penfill was reported as no change. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "pen didn't inject the insulin (device failure)" was not reported. The outcome for the event "piston rode issue (device component issue)" was not reported. The outcome for the event "the patient was using the dialing clicks to estimate the dose of the product (wrong technique in device usage process)" was not reported. The outcome for the event "needles left attached to the pen in between injections q (device stored with needle attached)" was not reported. The outcome for the event "didn't change injection sites regurarely (lack of injection site rotation)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia): probable. Pen didn't inject the insulin (device failure): probable. Piston rode issue (device component issue): probable. The patient was using the dialing clicks to estimate the dose of the product (wrong technique in device usage process): unknown. Needles left attached to the pen in between injections q (device stored with needle attached): unknown. Didn't change injection sites regurarely (lack of injection site rotation): unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia): possible, pen didn't inject the insulin (device failure): possible. Piston rode issue (device component issue): possible. The patient was using the dialing clicks to estimate the dose of the product (wrong technique in device usage process): possible. Needles left attached to the pen in between injections q (device stored with needle attached): possible. Didn't change injection sites regurarely (lack of injection site rotation): possible. Reporter's causality (novorapid penfill) - hyperglycemia(hyperglycemia): unknown . Pen didn't inject the insulin (device failure): unknown. Piston rode issue (device component issue): unknown. The patient was using the dialing clicks to estimate the dose of the product (wrong technique in device usage process): unknown. Needles left attached to the pen in between injections q (device stored with needle attached): unknown. Didn't change injection sites regurarely (lack of injection site rotation): unknown. Company's causality (novorapid penfill) - hyperglycemia(hyperglycemia): possible. Pen didn't inject the insulin (device failure): possible. Piston rode issue (device component issue): possible. The patient was using the dialing clicks to estimate the dose of the product (wrong technique in device usage process): possible. Needles left attached to the pen in between injections q (device stored with needle attached): possible. Didn't change injection sites regurarely (lack of injection site rotation): possible. References included: reference type: (B)(4). Reference ID#: (B)(6). Reference notes: company comment 30-sep-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. Product handling error such as storing the device with needle attached between injections and lack of injection site rotation can affect the functionality of device. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.